Event description:
The customer reported, the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the dsad circuit board. The system operates as intended.